Event description:
The customer reported that there was a leak in the reservoir. The blood glucose level was 333 mg/dl. The patient did not see any moisture or liquid in the reservoir chamber but did smell insulin. There are cracks above the black o ring at the end of the reservoir chamber. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.